Manufacturer narrative:
Dexcom evaluated the pt's receiver data and concluded that the pt's low alert was sent to 80 mg/dl and was not disabled. Review also indicated that pt's cgm readings never went below 55 mg/dl. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced an inaccuracy in his cgm readings which lead to postprandial over-blousing and eventual seizure. Pt reported that his receiver indicated a low alert but that he never looked at his receiver, thinking it was showing a high alert because he had overcompensated. Pt never tested blood glucose and suffered a seizure. Pt's wife administered glucose tabs, and paramedics were called. Paramedics tested pt's blood glucose at 37 mg/dl. Pt reported that his receiver never indicated it had gone below 55 mg/dl. Pt sustained cracked ribs as a result of a fall from the seizure but was not taken to the hospital. At the time of his call to dexcom technical support, pt was recovering from cracked ribs.